Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom, false detection of a loaded set at load points 3 and 4, was unable to be reproduced. Review of the event history log shows multiple "reload set" occurrences which confirms the customer's allegation. The upstream and downstream sensors were replaced as known contributors to the reported symptom.

Event description:
It was reported a spectrum pump falsely detected a loaded set at load points 3 and 4. It was also reported there was no patient injury.